Event description:
It was reported during a laparoscopic cholecystectomy while using a 511sd trocar the red arming button would not engage. A new 511sd trocar was pulled to complete the case. There was no consequence to the pt.